Event description:
The account stated that the architect analyzer generated a false negative total b-hcg result. The sample was repeated on another analyzer and a positive result was generated. The result was not reported and there was no adverse impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.